Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the returned device shows regular use during its 5 year lifespan. The handle is in good condition and has minimal scratches and marks from routine use. A portion of the distal hex tip is broken off and was not returned. It is unknown what caused the tip to break, but it was most likely caused by a mechanical overload. A visual inspection, complaint history review, drawing review, and assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Proper use and maintenance for the device(s) are addressed in technique guides j8788-d. The returned device is multi use and is used for inserting the 6.5mm headless compression screws. The design is adequate for its intended use, it did not contribute to the complaint condition, the cause of the issue is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a cannulated hexagonal screwdriver was found broken off at sterile processing. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.